Event description:
It was alleged that the lead was inherently defective. It was indicated that the lead had to be repositioned within three months of implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was cut, outer insulation was pulled apart due to overstress, the tip electrode insulation was pulled apart (overstress), there was apparent explant damage and the lead was stretched. The analyst commented that the tip ring spacer and the helix were not returned.